Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported on 19-aug-2024 that the patient encountered infusion set cannula was dislodged from tissue during use which results into high blood glucose level of 11 mmol/l. The customer addressed the high blood glucose by correction bolus via pump. No further information available.